Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU) was conducted during this investigation. As no serial number was provided, we were not able to complete a device history record (DHR) review. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ we surmised that a temporary contact failure occurred because the user connected the video connector to the video connector socket when it was not fully dried. If a contact failure occurred in the electrical contacts of the connector, communication between the scope and the video processor could not be performed properly. It is, therefore, possible that was why b30 error was displayed, and images were not output. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus sales representative called in and spoke to olympus technical assistance center (tac) personnel. After hearing the situation, tac advised to not swap scopes while they're plugged to a power source. He also advised to cycle power to the cart off to clear the error code or it may occur with the second scope connected to the cart. It was at that time that the rep indicated the second scope was now experiencing the same issue. Tac then recommended cleaning the scope with isopropyl alcohol and dry them, this reportedly resolved the issue. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the visera elite video system center would not display an image, and instead displayed a b30 error code. There was no patient harm or consequence reported as a result of this event.